Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the brachial vein. The following month, the patient presented with moderate stenosis without thrombosis and an angiojet, a venous pta and an arterial embolectomy was performed. A month later, the patient presented with a moderate pseudoaneurysm in the left brachial artery. The following month, the pseudoaneurysm was severe and the graft was abandoned, and a new access graft was implanted.